Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the et tube was used as biological material could be seen on the interior of the tube approximately 7cm from the patient end near the cuff. Visual examination of the cuff revealed a small tear. The returned et tube was functionally tested by attempting to inflate the cuff. The cuff inflated, but immediately began to lose air. The cuff was then submerged underwater and air was injected to locate the area where the air is leaking out. The cuff had a small tear that resulted in a slow leak. The cuff noticeably deflated immediately upon injecting air. The reported complaint of inability to inflate the cuff was confirmed based on the sample received. The returned sample had a small tear in the cuff that resulted in an air leak. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation of the cuff at manufacturing by inflating the cuff and allowing them to remain inflated for a minimum of four hours prior to being deflated. Other remarks: it is unlikely that this type of defect would have been present at manufacturing as the returned sample deflated immediately after injecting air. It cannot be determined at what point the damage occurred to the cuff as the report states that the defect was detected prior to use. However, biological material was found in the tube indicating that the product had been used. A potential root cause could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that the cuff didn't inflate prior to use. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that the cuff didn't inflate prior to use. No patient injury reported.